Event description:
It was reported that a spectrum infusion pump was alarming system error 322. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed and reproduced the system error 322 caused by a failed. The lower auxiliary assembly (including the auxiliary flex) was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate system this issue. The software was upgraded per the approved remedial action activities and to address potential non-mechanical issues.